Event description:
It was reported, the device had become unpaired from the mobile transmitter. Technical support was contacted and suspected a bluetooth telemetry issue and recommended an in clinic follow up for further investigation. No further intervention has been performed at this time, the patient was stable and will continue to be monitored.